Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
Correction: g3. Date received by manufacturer: initial date (B)(6) 2022. G2: added foreign. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient had a virtue implanted on (B)(6) 2021. Reportedly, the patient had acute urine retention on day 1 post op after removing the catheter and pain in the groin and left leg preventing patient from walking. Patient was treated with a catheter for 5 days for the retention and given pain medications [paracetamol, tramadol, acupan] and crutches for the pain.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
According to the available information, the clinical study reported complications from research that occurred in france. Complication reported were pain and urinary retention. The reported complications were identified in the risk management document as possible known harms. Complaints will be reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action no further investigation required at this time.